Event description:
During coiling procedure for cerebral aneurysm, coil unraveled prior to placement. Only a portion of the coil could be retrieved. On post-op day 2, patient developed profound left hemiparesis.